Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance multiple times and got hospitalized due to low blood glucose every week with blood glucose of below 20 mg/dl and 10, 12, and 15 mg/dl at the time of the incidents. On one occasion, the customer lost consciousness and hit her head on the granite in their kitchen, and on other occasions would wake up to several emergency medical technicians standing over her. The customer had an incident in (B)(6) 2017, and the most recent event was the previous week. The customer was at 180 mg/dl at the time of the call. The customer used food and was given intravenous glucose to treat. The customer experienced symptoms such as sweating profusely and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer wanted information about sensors and why they kept going low before switching to a competitor. The insulin pump will not be returned for analysis.